Event description:
After an implantation period of approx. 52 months, it was reported that the device shows the eri status. The ICD was explanted. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The interrogation of the ICD revealed the eri battery status. The device was implanted for 52 months and 19 charging cycles were recorded in the devices memory. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. The shock was delivered, but the specified energy level was not reached. Subsequently, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency between current consumption and battery voltage was noted. Therefore, the ICD was opened, and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage showed a depleted battery. The overall current consumption of the electronic module was directly measured and proved to be normal. There was no indication of a malfunction of the electronic module. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. At a next step, the battery was opened for destructive analysis and the inner assembly was inspected. The analysis identified a short circuit, which led to an increased internal self-depletion and, as a result, to the clinical observation. In conclusion, analysis revealed an increased internal self-depletion within the battery as the root cause of the clinical observation.